Event description:
The facility representative reported an infusion pump with air in tubing alarm that does not clear. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with air in tubing alarm that does not clear was confirmed. The air in line printed circuit board were found to be out of specification. The ail pcb was recalibrated.